Event description:
It was reported that the vns patient passed away. The cause of death and relationship of the death to vns are unknown. The patient¿s last known treating physician reported that he had not treated the patient for some time and did not have any information to provide. Attempts to obtain additional relevant information have been unsuccessful to date.